Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device was inserted and removed during the same procedure; device was not implanted/explanted.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device was inserted and removed during the same procedure.

Event description:
It was reported that a plate in one of the radial style screw holes, one of the prongs that allows for the variability was missing; therefore, no screw could engage into that screw hole. The surgeon had to use a different plate, one that had seven holes. The plate that was originally implanted then had to be explanted in the same surgery so that a plate with seven holes could be used. This report is 1 of 1 for complaint (B)(4).